Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that during an ablation, the cutting loop broke off inside the patient. It was reported that the surgeon fished out the loop with another instrument.